Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a tunneled pleural drainage catheter placement procedure, air was noted to be infiltrating the system. The physician had placed a tunneled pleural drainage catheter and attempted to begin draining but they were experiencing air backflow. They tried repositioning the catheter and reconnecting it, but it would still not drain correctly. The physician removed the catheter thinking it was malfunctioning, which inadvertently caused a pneumothorax in the patient. A chest tube was implanted to treat the patient. The physician placed another tunneled pleural drainage catheter only to realize it was the valve connection that was malfunctioning, not the catheter. No additional patient consequences to report.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.